Event description:
A customer called and indicated that the elite xl meter is providing erratic test results when compared to a laboratory method. No specific values were provided by the customer however customer is very concerned and would like to know what is wrong with the system. While on the phone electronic checks were performed and were found to be within specs. The customer then informed co that customer was using excel off brand reagent strips. Customer service told the custoemr that these reagent strips are not mfg by bayer and they should contact the MFR for further troubleshooting. The complaint is considered closed for purposes of MDR.